Event description:
It was reported that the device had a sudden drop in battery voltage. The device was explanted due to suspected premature eri.

Manufacturer narrative:
The device was found to be below the expected longevity limits based on all available parameter and usage information. No high current drain sources were found during testing. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature depletion could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.